Event description:
Consumer stated that they were brushing their teeth with the toothbrush when bristles came out of the brush head. She states she has to spit out the individual bristle. Usually one with each brushing. But now there are about 4 or 5 left and it does not adequately brush my teeth.

Manufacturer narrative:
Manufacture date updated because product was returned.